Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, when trying to fire, firing stopped on the halfway and staple did not advance. A new cartridge was used but the same event occurred. The procedure was completed with manual suturing. There was no patient injury.